Event description:
This (B)(6) male with a previous medical history of parkinson's disease, severe cardiomyopathy and anemia was admitted to the hospital on (B)(6) 2014 with increasing shortness of breath, weakness and found to have pneumonia and bilateral pleural effusions. His was on nasal cannula oxygen and bipap at night on (B)(6) 2014 a dobhoff feeding tube was inserted by the attending physician and the abdominal xray noted the "weighted feeding tube tip projected over the left upper quadrant of the abdomen." It was noted the next morning on (B)(6) 2014 there was a small left pneumothorax. A CT scan of the chest reported the tip of the dobhoff within the left pleural space. The dobhoff tube was then removed. No tube feeding had been given via the tube. A left chest tube was inserted for the known pleural effusion with 2000 cc of initial fluid drainage. The pt continues to be stable on nasal cannula oxygen. Dates of use: (B)(6) 2014. Diagnosis or reason for use: tube feedings. Event abated after use stopped or dose reduced - yes.